Event description:
Gc america received notification by a third party, (B)(4), that a staff member at a dental office had solution splash into her eye. The dental assistant dropped instruments into activated solution in disinfecting tube and was not wearing safety glasses. Dental assistant was immediately directed by other staff member to rinse eyes at the eye station for 20 minutes as stated in the msds. Dental assistant had a little eye irritating to right eye but she could see and there was no sign of chemical burn to tissue and that her eye was irritated by the rinsing that was needed. The dental assistant did not feel she needed treatment and told her office that she was going to follow up with her physician.